Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels while wearing the pod on the abdomen for between 5 and 24 hours. Recorded bg readings and actions: time bg (mmol/l) bg (mg/dl) actions 6:00 13.7, 246.6, 3 units 7:30, 20.4, 367.,2 3 units, 9:35 21.8, 392.4, 6 units, 10:32, "high" (>22.5) >405, 6 units 13:55, 19.5, 351, 5 units, 19:00, 20.3, 365.4, 5 units 22:45, "high" (>22.5) >405, at this point, the patient measured ketones and reported receiving a "2 crosses" result on the tester, indicating very high ketone levels. He proceeded to the ospedale regionale bellinzona e valli for medical assistance on (B)(6) 2025. The pod was deactivated and the patient received insulin via IV. He remained under observation until (B)(6) 2025. Upon discharge, he activated another pod and used a backup eros pdm (personal diabetes manager).